Event description:
Additional information received from the consumer reported that the patient had a stimulator that never worked properly and had many issues with their device. The patient first experienced the therapy being off and not turning back on when they went in for a port placement procedure on (B)(6) 2016. The patient told the medical team about their device. When the patient awoke after the procedure, their device was shocking them and contracting their abdomen more than it usually did. The day after, the patient noticed they were not having any shocks, which they had most of the time. The patient also felt worse and needed to get to see a health care provider (hcp) soon. The patient was still trying to find a hcp that could help them. The therapy being off and not turning back on had not been resolved.

Event description:
The consumer reported that the patient had a loss of therapy. The patient thought their therapy had turned off and they could not turn it back on because they didn¿t have any way to power it on. The patient¿s device stopped working about a month ago. The patient needed to get their stimulator checked out. The patient didn¿t have a current health care provider (hcp) to check their implantable neurostimulator (ins). The indication for use for this patient was pelvic pain.

Event description:
Additional information from the patient reported already document information, stating that since implant their device had been malfunctioning. It had always given them contractions in their abdomen that they could see. They had a procedure a few months prior to the report to put a chest port in so they could get cpn. While they were in the procedure the healthcare providers (hcps) noticed it was making their heart rate lower and the machine go crazy. The day of that procedure they were getting shocked and having more and faster contractions. The day after it went away. They had been feeling electrical shocks since day one. The day after the procedure the symptoms were worse and she was nauseous. The patient said they found an hcp and when they checked the device at the end of (B)(6), they said they had never seen anything like it. They checked the device and they were not getting a reading at all. The hcp said that usually when it is off it gives some kind of reading, but the screen was just blank. The hcp was going to follow up with the manufacturing representative (rep). The patient noted that the device never really gave them any relief. The patient was scheduled to have the device removed, but could not due to insurance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient repeated already documented information, stating that they have never had benefit from therapy, are getting electrical shocks from device, and have stimulation physically contracting their stomach. The patient did not know if stimulation was turned on or off since, but no longer have shocking or contracting symptoms. Follow up information received from the patient on oct-17 reported that the patient went to get a "part" placed, and afterwards they noticed that their "pacer" was not giving them abdominal contractions or shocking them. The patient assumed that the device was off, but needed an hcp to check the status of their device to be sure. Follow up with the hcp is to be conducted on (B)(6) to check the device, and the issue has not yet been resolved to date. It was also reported on (B)(6) that since the patient's device was implanted they have had videos of their abdomen contracting every day, many times per day, along with the feeling of shocking. The hcp is aware as the patient has put in a formal complaint. The patient's battery was changed in hopes of stopping the shocks to no avail. To help resolve the issue the patient called and has written letters to the manufacturer along with seeing the surgeon and replacing the battery to no avail. The shocking and stomach contraction issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.